Event description:
During a retrograde cholangiopancreatography (ercp), a cook zilver expandable metal biliary stent system was used to place a stent in the common bile duct right before bifurcation. The stent was deployed but it foreshortened about 25%. Because of the shift in stent placement, the physician used forceps and a snare in an attempt to achieve proper stent placement. The end of the stent began to unravel. Another stent had to be placed to bridge the stricture. The pt was reported to be ok; there were no adverse effects. The pt is being seen again in the next week to ensure the leak in the common bile duct has healed. There were no unintended sections of the device remaining inside the pt's body. The pt required an additional procedure due to this occurrence [additional stent placed]. According to the sales rep, the pt is "ok" and "will have a follow-up next week." The pt has not experienced any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the fluoroscopic image was conducted to assist with the eval. The image shows the placed stent; however, we cannot deduce from the image the events noted by the customer. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use provide specific instructions on how to deploy stent properly in addition to the information listed below: prior to use, visually inspect with particular attention to kinks, bends and breaks. If the wire guide cannot advance through the obstructed area, do not attempt to place the stent. The device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant. Radiopaque markers on end of each stent to assist in fluoroscopic visualization of the placement of stent position. Potential complications: stent migration. Precautions: this stent must be placed under fluoroscopic monitoring. Prior to distribution, all zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.